Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise suspected to be associated with the sense b node. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The device was checked in clinic and noise was unable to be reproduced, so the physician elected to continue to monitor this patient. Additional information was received that this device exhibited noise while programmed to the inappropriate shock. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise suspected to be associated with the sense b node. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The device was checked in clinic and noise was unable to be reproduced, so the physician elected to continue to monitor this patient. Additional information was received that this device exhibited noise while programmed to the inappropriate shock. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.